Event description:
It was reported that patient underwent left total hip arthroplasty on (B) (6) 2008 as part of a clinical study. Subsequently, irrigation and debridement and wound vac placement procedure was performed on (B) (6) 2009 due to infection. Additionally, a wound revision and flap placement procedure was performed on (B) (6) 2009. There were no components removed during either procedure. No further information has been reported to date.

Manufacturer narrative:
A device history record was not possible due to no lot/serial number was provided.

Event description:
Reportedly while 1133, 29mm sizer was being used to measure native annulus, plastic broke in two. No patient injury. No additional information provided. On 03/03/2010, entire 1133 set was received from sales representative. The other sizers were visually inspected upon receipt and appear to be cracked, only the reported 1133, 29mm sizer is broken. E-mail requests for additional information were made on february 13, 2010, february 22, 22010, and march 03, 2010. No information was provided to the number of times used, or sterilized. No serial number is available.

Manufacturer narrative:
Evaluation summary: received (1) 29 mm sizer in a complete set of sizers. The cylindrical end is detached from the rod. A broken piece is detected at the rod connection. The broken piece of polysulfone is returned. The replica end is connected to the rod and end exhibits cracks at the handle rod connected to the polysulfone plastic. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, and additional information, however, no additional information was provided, device was returned for evaluation.